Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh, bard/davol perfix plug and ventralight st on(B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug and ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided: (B)(6) 2018- patient was diagnosed with left flank incisional hernia, right anterior abdominal wall hernia, thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a large bulging left flank hernia was identified and was repaired by placing a perfix plug (device 1) and sutured. There was no fascial defect identified in the right abdominal wall and was sutured¿. (B)(6) 2019- patient was diagnosed with left flank incisional hernia, recurrent ventral hernia, thereby underwent laparoscopic repair with partial explant of perfix plug (device 1), implant of ventralight st using echo ps (device 2 and 3). Per op notes, ¿in the abdominal region, there was previously placed mesh in the midline which was slightly folded at the upper portion with tacks. There was a small recurrence at the edge of the mesh. The portion of old folded mesh was removed. There was a recurrence in the edge of the previously placed mesh for left flank hernia, which was found to be folded upon itself. The portion of mesh was removed. A ventralight st using echo ps (device 2) was placed into the abdomen and sutured. A ventralight st using echo ps (device 3) was placed over the left flank defect and sutured¿. (Note: the mesh with tacks that was explanted in this procedure was an unknown mesh).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2019) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no), d.6a (date of implant), g3, g6, h2, h4, h6, h10, h11corrected field: d1 (brand name), g4 (PMA/510(k))this supplemental emdr represents the bard/davol ventralight st using echo ps (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 1).note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh, bard/davol perfix plug and ventralight st on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug and ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.